Event description:
On (B)(6) 2015, the reporter contacted lifescan (lfs) (B)(4) alleging that their child¿s onetouch verio iq meter was reading inaccurately high compared to their feelings and/or normal results. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter alleged that the product issue began on the same morning that they contacted lfs. The reporter stated that the patient obtained a blood glucose reading of ¿61 mg/dl¿ on the subject meter. At the time of this reading the patient was experiencing symptoms of ¿fainted, sweating and eating their tongue like an epileptic crisis¿. The reporter treated the patient with food and called the emergency services. The reporter stated that, when the emergency services arrived, they obtained a blood glucose reading of ¿41 mg/dl¿ on the emergency services¿ meter. The reporter stated that the emergency services provided the patient with further treatment of food. The patient manages their diabetes with self-adjusted insulin. The night before developing these symptoms, the patient took their usual dose of insulin. At the time of troubleshooting the csr verified that the test strips were stored correctly (per owner¿s booklet recommendation). The reporter did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hypoglycemia and received medical treatment from a health care professional while using the subject meter.

Manufacturer narrative:
The patient¿s meter and test strips #3722964 and #3555800 have been returned on 4/10/2015 and 4/2/2015, respectively, and evaluated by lifescan product analysis on 4/14/2015 and 4/5/2015, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips #3722964 were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where an assay did not start during control solution tests with no assignable cause found. The test strips #3555800 were also tested and the primary complaint was not confirmed. A DHR (device history record) was completed on 04/13/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.